Manufacturer narrative:
Follow-up conversations with hosp provided the following: 1) physical status unchanged. 2) MRI performed and found normal. 3) discharge status unsure. 4) ref: phone log (attached) dated 24 march, 1997 by the director/operations & filed srvc. Key questions-re: reported "noise" "could noise have been a result of the surgical activity itself?" Key items - "noise" waveform was described only as random and definitely not 60 hz. -the noise "obliterated" the response signal rather than riding on it. -the noise was not printed or saved to disk. -the noise suddently ceased - at this time the expected pt response was gone as well. -the specific sequence of events was not avaiable. -a detailed list of the equipment and accessories used during the procedure was not available. -co's instrument apparently continued to "record" during the incident.